Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 840 mg/dl at time of event. Customer went to the emergency room. Customer was treated intravenously but could not recall additional details and was released 4-6 hours later. Upon leaving the ER, customer was in stable condition and blood glucose was 400 mg/dl.